Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned. Visual inspection revealed no abnormalities and the electrode tip appeared normal. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving two shocks. Device interrogation identified that the s-ICD exhibited decreased amplitude measurement and oversensed noise which resulted in the inappropriate shocks. There was also code lc indicative of long charge times present upon interrogation. A copy of the device's memory and x-ray images were sent to boston scientific technical services (ts) for analysis. Ts confirmed that the electrode had dislodged and there was evidence of coil-on-can contact. Ts also confirmed that the shock impedance measurements were out-of-range. Ts recommended device replacement. Surgical intervention was performed and the system was replaced without incident.